Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. The erbe involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was throwing an error. The issue was reported previously before starting the procedure. At that time, an intuitive surgical inc., (isi) technical support engineer (tse) had guided customer on troubleshooting steps such as disconnecting the pedals from the back of vision side cart (vsc), power cycling the erbe and changing the setting to classic. The generator still faulted upon restart. The customer did have a force triad generator however; the cable was not on hand. The customer stated that they had another vsc but, it was not on the same floor. Customer was going to proceed with the case by attempting to use the erbe and connecting the instruments to the force triad generator by using the external foot pedals of the generator if activation cord was not available. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint and the reported failure was confirmable using artemis. C-33 errors were consistently logged between 06-nov-2025 and 10-dec-2025. M-11 error logged on 05-nov-2025 was also a concern. Inspection during failure analysis (fa) process was able to replicate the reported event. Unit was tested on system, presents c-33/c-00 error on startup (13-jan-2026 10:31 am us-ga). Erbe logs were empty/cleared prior to fa. Upon visual inspection, the front bezel of unit was found to be experiencing notable yellowing/discoloration. Scrape was noted on right underside lip of cover, near the front. Very slight defacement/scratch on specification label. There were slight affects readability of input current/netzstrom text. The probable root cause was attributed to voltage error on the erbe. The issue can be resolved by replacing the erbe.

Event description:
Refer to h11 for follow-up information.